Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the buttons on keypad are sticking and unresponsive. It was reported that the buttons are worn but no visible holes or no tearing of keypad. It was reported that the pump was exposed to water.